Manufacturer narrative:
On 1/16/2019, asp realized it was incorrectly reported in the initial report submitted on 12/17/2018 that the vacuum pump was replaced to resolve the odor issue. Instead, the nylon tubing was replaced to resolve the odor issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor issue, and system risk analysis (sra). Trending analysis of the odor and human reaction issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the odor issue is the nylon tubing. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the odor issue. Unit meets specifications and was returned to service. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4).

Event description:
A customer reported an event of odor emitting from the sterrad® 100nx sterilizer. Two healthcare workers experienced a reaction of coughing symptoms and tickling sensation in the throat due to odor coming from the unit. It was reported the symptoms began the day of the event, and did not seek medical attention. Advanced sterilization products requested additional information but has received nothing further to date. An asp field service engineer was dispatched to assess the unit onsite. There are no serious injuries reported; however, this event is being reported as malfunction subsequent to serious injury.